Event description:
It was reported during the trial procedure, the physician was unable to place the leads due to pt anatomy. Multiple attempts were made to no avail. The surgery was extended for almost two hours. No pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.